Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old male noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was kinked. The impella was removed and replaced. No patient harm was reported.

Manufacturer narrative:
The investigation product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Based on clinical description, the root cause of the cannula kink was most likely use related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12407: f6/f8-should have been left blank. G1 manufacturing site address.